Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was received and reviewed. The photo shows four maxcore device placed inside closed packaging, without protective tube and yellow guard. Of the four devices, one device is in the initial position, two devices are in the half-primed position, and one device is in the fully primed position. Based on the photo review, the reported failure to fire cannot be confirmed. Therefore, the investigation is kept as inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue. It was reported that the device's outer cannula failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.